Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopy and ligation of esophageal varices procedure procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was found that the tripwire was disassembled from the handle, causing the trip wire to be damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopy and ligation of esophageal varices procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was found that the tripwire was disassembled from the handle, causing the trip wire to be damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Patient identifier: (B)(6). Device code 2907 for the reportable issue of trip wire detached. Block h10: investigation results: the returned speedband superview super 7 was analyzed and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the handle knob axle had some marks, indicating that the trip wire was pulled out from the handle assembly by force. There was no evidence that the trip wire was secured in the handle assembly slot and the trip wire was found detached from the handle assembly. The trip wire was severely kinked indicating an evidence of excessive manipulation. A crimp was present on the tripwire and the suture was intact and was attached to the ligator head. Additionally, the ligator head was returned with all bands attached to it and the bands were properly placed on the ligator head. The suture hole was in good condition as no damages were observed. The ligator head teeth were undamaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issues were noted to the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as trip wire was not secured in the handle in assembly slot as indicated in the step 8 and figure 6a. This condition could have caused the trip wire slipped out from the handle assembly.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopy and ligation of esophageal varices procedure procedure performed on (B)(6), 2020. According to the complainant, prior to the procedure, it was found that the tripwire was disassembled from the handle, causing the trip wire to be damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on march 20, 2020: it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: device code 2907 for the reportable issue of trip wire detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the photo sent in by the customer was analyzed and it was noted that the tripwire detached, confirming the reported issue. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label that the trip wire was not properly secured in the handle slot, as indicated in the step 8. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.